Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 5-4mm amplatzer piccolo occluder was chosen for a patent ductus arteriosus (pda) closure procedure using a 4f amplatzer torqvue low profile catheter. The patient is 1-year-old patient with a pda measuring 1 mm at the pulmonary artery (pa) side, 8 mm in length, and an ampulla of 6.8 mm, device closure using a piccolo 5¿4 was attempted. However, the delivery catheter could not be advanced across the ductus. An attempt was made to advance the piccolo into the pa, but it did not exit into the pa, and the device was retrieved back into the delivery catheter. During retrieval, resistance was felt, and cine imaging revealed that the catheter tip had flipped upward. The delivery catheter was therefore exchanged for a new one. Although passage to the pa was still not achieved, the device was successfully deployed with the pa side positioned intraductally and the aortic side disc sealing the ductus, and the procedure was completed. The patient remained hemodynamically stable throughout the procedure and there was no delay in the procedure. The patient was reported discharged.